Event description:
The following information was provided: it was reported that: infection.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: exeter v40 stem 35.5mm; cat#: 0580-1-351; lot#: a07907. Tridentii hemi cluster50d; cat#: 702-11-50d; lot#: 30077351. 6.5mm low profile hex screw 30mm; cat#: 7030-6530; lot#: n5ze. 6.5mm low profile hex screw 35mm; cat#: 7030-6535; lot#: lc3j. 6.5mm low profile hex screw 25mm; cat#: 7030-6525; lot#: p33e. 32mm +4 lfit v40 head; cat#: 6260-9-232; lot#: 29828453. Sm universal cement restrictor; cat#: b000-0185; lot#: 6m10768. Simplex tobramycin 1 pk; cat#: 61971001; lot#: tkg060. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.